Manufacturer narrative:
Additional information h6: type of investigation. Additional information h11: the event history log was reviewed for the last days of customer use as no event date was provided. The review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. No cause was identified during device evaluation. However, pressure set up will be performed as a precaution. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition due to clean load point error. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had slow flow rate. This occurred during an unspecified process step in the biomed service department. There was no patient involvement. No additional information is available.